Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. The caller, assisted by technical support, reset the pump successfully, and the issue did not recur. The customer was instructed to continue using the pump and to contact technical support again if the malfunction reoccurred, which the caller acknowledged and understood.